Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced melena starting on (B)(6) 2022. The patient was presented to the clinic on (B)(6) 2022. Hemoglobin was 6.2 grams per deciliter. On (B)(6) 2022 an enteroscopy was performed but no bleeding sites were found. The patient received 1 unit of packed red blood cells (prbcs) on (B)(6) 2022 and 1 unit of prbcs on (B)(6) 2022. On (B)(6) 2022, the patient's hemoglobin was stable at 10.3 grams per deciliter. A capsule study was performed without issues. On (B)(6) 2022 a faint arteriovenous malformation was seen on the capsule video endoscopy. There was no active bleeding. The event reportedly resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Section a: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. No further information was provided. The manufacturer is closing the file on this event.